Manufacturer narrative:
A1-a5: patient information pending follow-up with hospital. B3: event date estimated. D4 - the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had issues with their system controller. The controller was connected to a battery on the black cable and connected to power module (pm) on the white cable for log file download. While downloading, it alarmed that it was not receiving power through the patient cable and the half-moon for the white cable was lit. The alarm was silenced, but it continued until the white cable was connected back to the battery and it discontinued. The coordinator tried to reproduce the alarm with the same patient cable and a different patient cable but was unable to. Another coordinator said it also had happened during the patient's operating room (or) procedure the previous week and the extended alarm was utilized during the case. They were also unable to reproduce the alarm again. The coordinator assumed that it was likely a controller problem but wanted to confirm before changing the controller.